Manufacturer narrative:
(B)(4). Concomitant medical products: 113032 versa dial humeral head, lot 021460; 118001 versa dial standard taper, lot 000560; pt-113950 pt hybrid glen post regenerex, lot 514000; 113952 glenoid base, lot 510140; 113633 primary stem, lot 880930. Reported event was unable to be confirmed due to limited investigative inputs provided by the customer. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded at user facility.

Event description:
The patient had a humeral head and taper revision to address dislocation. No further information is available.